Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of premature labour ('preterm labor') and preterm premature rupture of membranes ('preterm premature rupture of membranes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, multiparous ((B)(6) 1991, (B)(6) 1999, (B)(6) 2003, (B)(6) 2007.) And pregnancy with contraceptive device. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). In november 2013, the patient experienced haemorrhage in pregnancy ("bleeding and heavy spotting throughout pregnancy"). On an unknown date, the patient experienced premature labour (seriousness criterion medically significant) and preterm premature rupture of membranes (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, premature labour, preterm premature rupture of membranes and haemorrhage in pregnancy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer ag-2020-009063). The caesarean delivery occurred on (B)(6) 2014. The reporter considered haemorrhage in pregnancy, pregnancy with contraceptive device, premature labour and preterm premature rupture of membranes to be related to essure. The reporter commented: patient experienced another episodes of pregnancies in 2011 and 2013 which is captured under cases: 2018-238004 and 2020-009061. Also this case is linked to child case: 2020-009063. Discrepancy noted in birth date of child as per medical record: (B)(6) 2014 and (B)(6) 2014. Discrepancy in essure insertion dates: (B)(6) 2011 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.1 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.